Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) is overheating. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions , component codes), h11 corrected feilds: b5, d4 (UDI no. A getinge field service engineer (fse) found 11950 error code 7¿s in logs. Replaced front end board. Ran pump for 18 hours and pump never displayed message. Max temp of the compressor was 66 cc. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use the fat dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed the front- end board, in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave the failure analysis and testing dept. Could not replicate the failure reported by the costumersending the board to the supplier for further failure analysis per procedure part no longer able to be tested by the supplier as the code 7 issue is going to be resolved with d00 software in the future. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) wasoverheating. There was patient involved but no injury or harm reported.